Event description:
A customer reported an occlusion problem during surgery. The procedure was completed with no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting occlusion problems. The tss made some recommendations on how to flush the handpiece with balanced salt solution (bss) to clear the occlusion. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 1 similar report for this system. The root cause cannot be determined conclusively. (B)(4).